Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. On (B)(6) 2025, the patient was vomiting, could not hold down water, and was thirsty. The patient was also hallucinating. The patient¿s cgm was reading 280 mg/dl and the bg meter was reading 480 mg/dl. The patient went to the ER and was diagnosed with diabetic ketoacidosis (dka). The patient also underwent a CT scan due to the hallucinations. No medication or treatment details were provided. It was also not specified how long the patient was in the emergency room/hospital prior to being discharged (it is likely due to the patient¿s symptoms and dka diagnosis that she was in the hospital for over 24 hours). Attempts to reach the patient for further event clarification were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5178783 and mw5178784.

Event description:
Subsequent to the initial MDR, additional information was received on 12/03/2025. According to a report received via maude, the patient experienced a continuous glucose monitoring (cgm) accuracy issue approximately two days after sensor insertion (insertion site not specified). On (B)(6) 2025, the patient presented with vomiting, inability to retain fluids, excessive thirst, and hallucinations. At that time, the cgm displayed a glucose reading of 280 mg/dl, while a blood glucose (bg) meter measured 480 mg/dl. The patient was using a tandem mobi insulin pump. The patient sought emergency care and was diagnosed with diabetic ketoacidosis (dka). A CT scan was performed due to the reported hallucinations. No details regarding medications or treatment were provided. As of (B)(6) 2025, the patient remained hospitalized (three-day stay to date). No additional patient or event details were available. Attempts to contact the patient for further clarification were unsuccessful. No additional patient or event information is available.